Manufacturer narrative:
The ge service rep verified the error with an on-site engineer, and then transferred the customer to customer service to place a service request. No further repair info is available. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system displayed a regulator error message. This event happened outside of a case. No pt injury was reported.